Event description:
Description of event according to initial reporter: select inferior vena cava filter placed 15-20 years ago (patient does not know exactly when) found to be multiply fractured, with 2 arms retained locally, partially in right renal vein. Fragments loose and could easily have embolized to heart/lungs. Patient outcome the patient required intervention to prevent permanent impairment/damage.